Event description:
It was reported that patient's pacemaker exhibited noise oversensing, inappropriate mode switch and under sensing. Programming changes were made to resolve under sensing. There were no patient consequences.